Manufacturer narrative:
The insulin pump had an unresponsive button. The anomaly was isolated to the keypad trace.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels between 780 and 790 mg/dl. The customer stated that he had bolused for dinner, and began experiencing high blood glucose after that. The customer was vomiting and urinating frequently that night, and in the morning he went to the emergency room. The customer stated that he was told the insulin pump was not working correctly, and it was replaced. No troubleshooting was performed as the customer is no longer using the insulin pump he was using at the time of the event.